Manufacturer narrative:
MFR's report date: 06/27/2014. (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
Customer reported during a blood draw the rubber sheath got stuck in an adult blood culture bottle and blood leaked into the blood collection device. No pt harm or med intervention occurred. No further pt/event info was reported.